Event description:
The patient reported their legs and knees are falling asleep an hour after wearing their device. The patient was instructed to stop wearing the device which resolved the numbness. The patient resumed therapy on (B)(6) 2024 and reported therapy is working well now and they do not have any pain.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. However, implanting the device in an off-label location was ruled out as a potential cause. Potential causes of the reported issue are programming parameters, interference from a non-curonix device, patient is a poor candidate due to health, weight, age, or mental capacity, and severe force applied to the implant. The stimulator is used to treat pain. The cause of numbness is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required at this time. Other adverse events issue rates will continue to be tracked and trended.